Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose (bg) level range of 500-600 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on 7(B)(6) 2022 with no permanent damage. Reportedly, intermittent auto-off alarms occurred. Reportedly, the alarm enunciated despite the customer interacting with the pump within the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time. The alarm can be set anywhere between 5 and 24 hours). Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.